Manufacturer narrative:
Manufacturer's report date: 05/04/2011. (B)(4). The devices have been received but the investigation is not yet complete. A follow up report will be submitted once the evaluation has been done.

Event description:
Customer reported an under infusion of amiodarone. The details are as follows: the patient had a cardiology consult on (B)(6) 2011 and then had a cardiac catheterization. He then had a CABG (coronary artery bypass graft) on (B)(4) 2011. He was transferred from the sicu to the general ward on (B)(6) 2011 about 14:30. At 16:25, the patient developed a rapid rate and atrial flutter 2:1. He was bolused with amiodarone 150mg. Another bolus was given at 17:15. He was given lopressor 12.5mg at 17:36 and the rapid response team was called at 18:06 due to the atrial flutter. The patient's heart rate was 130-133, b/p stable 120/60s and asymptomatic. Potassium replacement given at 18:11 and lopressor 5mg at 19:00. Amiodarone drip was found to be under infusion (misprogrammed) at 22:00. The patient was transferred back to the sicu at 23:38. Esmolol drip and amiodarone given. Hemoglobin was 7.7, so the patient received 2 units of blood. Patient was successfully cardioverted on (B)(6) 2011 at 22:00. He was transferred back to the general ward and then discharged home on (B)(6) 2011. It is not known whether there is a relationship between under infusion of amiodarone and the patient reverting to atrial flutter.